Event description:
A pharmacist reported the valve of a cassette stayed in closed position during a procedure. Another cassette was opened.additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. A review of the manufacturing records did not reveal any related non-conformity during manufacturing of the probe. The product met specifications at the time of release. The root cause cannot be determined conclusively.